Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, serial# unknown, product type: lead.

Event description:
Information was received from a trial patient. It was reported that there was a loss or change of therapy. The patient was no longer feeling stimulation. She increased it but still felt nothing. She did not think the lead position had been compromised. The issue started on (B)(6) 2016, when the trial started. The patient was going to follow up with the healthcare professional (hcp) for directions for what to do next regarding not feeling stimulation. A hcp later reported that the leads migrated during the peripheral nerve evaluation (pne) test procedure. The patient was going to undergo stage I procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.